Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: blackbox history does not show any 'low battery' warnings or 'replace battery' alarms between (B)(6) 2011 and end of pump use on (B)(6) 2011. Pump current draws were tested and found to be within normal range. No unusual consumption of battery was observed in blackbox history.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no defects were found to the button contacts.

Event description:
The patient reported that the keypad buttons have a delayed response.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.